Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a damaged dso seal, scratched lens, damaged battery compartment and defective lcd. During the functional testing, it was found that the device doesn't hold patient data. The customer reported problem was able to be confirmed. The device had a defective lcd. The lcd was replaced as well as the dso seal, lens, battery compartment, and pwa. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump had a faulty screen; the top corner area has no pixels. There was no patient involvement.